Event description:
The event occurred in australia. It was reported that (B)(6) took an hls set to (B)(6) hospital to retrieve a patient. Hls set was taken from (B)(6) to (B)(6). Perfusionist stated that the hls set was set contaminated when opened ¿ box. The box was sealed but set was already primed, and a towel was inside, and an unusual smell was present. The set couldn¿t be used so they contacted (B)(6) ambulance for an urgent circuit which took 30-45mins to arrive. The hospital team had to wait for additional set to be sent from (B)(6) to (B)(6). Patient was stable so no harm to patient occurred although if unstable there was potential for harm. Therefore, there was a delay in treatment. The set is already scrapped. Furthermore, it was stated that (B)(6) purchase hls sets for (B)(6) ambulance, sets go between ambulance and (B)(6) so not possible to track where it¿s been. It was stated that the hls sets are stored in theatres storeroom and ones for education are stored outside of theatres. Towel in box appears to be a hospital towel. There is additional clear tape on top of maquet tape. Set is primed and water is leaking into outer storage box. No harm to any person has been reported. Due to the reported delay in treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the australia market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Manufacturer narrative:
The event occurred in australia. It was reported that the royal prince alfred (rpa) took an hls set to wollongong hospital to retrieve a patient. Hls set was taken from rpa to wollongong. Perfusionist stated that the hls set was set contaminated when opened ¿ box. The box was sealed but set was already primed, and a towel was inside, and an unusual smell was present. The set couldn¿t be used so they contacted nsw ambulance for an urgent circuit which took 30-45mins to arrive. The hospital team had to wait for additional set to be sent from rpa to wollongong. Patient was stable so no harm to patient occurred although if unstable there was potential for harm. Therefore, there was a delay in treatment. The set is already scrapped. Furthermore, it was stated that rpa purchase hls sets for nsw ambulance, sets go between ambulance and rpa so not possible to track where it¿s been. It was stated that the hls sets are stored in theatres storeroom and ones for education are stored outside of theatres. Towel in box appears to be a hospital towel. There is additional clear tape on top of maquet tape. Set is primed and water is leaking into outer storage box. No harm to any person has been reported. Due to the reported delay in treatment a report is required. The getinge ssu (sales and service unit) confirmed on 2025-06-27 that the box was not opened prior to shipping to the customer. The hls set was received to the sydney warehouse on 2024-12-30 and shipped to the customer on 2024-12-31. The affected product is not available for technical investigation as the hls set was discarded by the customer therefore, the exact root cause remains unknown. Based on the results and the provided photographical evidence by the customer, the reported failure could be confirmed, however production related influences are unlikely. Towels as shown in the picture are not used in getinge production, nore clear tape is used. In additional the product will not be primed during getinge production as described in the complaint by the customer. As shown on the provided picture by the customer, the table tray was labeled with black color/numbers, which is also not used at getinge. During packaging procedure at the manufacturer the product is inserted in the ip1 tray, whereas the picture provided by the customer does not show the same. The production records of the affected product were reviewed on 2025-06-25. According to the final test results, the hls set with the lot#3000430694 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. This complaint was found in the database of customer complaints for the hls device as a single event (timeframe from 2025-06-12 till 2024-06-12). The customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0 chapter 5.1 basic safety instructions the use of non-sterile or defective devices can result in infection of the patient, user and third parties. ¿ only use the device if it is sterile. ¿ do not use the device if it or the sterile packaging is damaged. Modifications to the device can result in serious injuries to or death of the patient. ¿ do not modify the device. Chapter 7.1 preparation and installation a non-sterile or defective device can result in patient infections. - perform a careful visual inspection of the sterile packaging before use. Pay particular attention to moisture, openings and soiling. - perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).